Event description:
It was reported that "display screen has tiny pixels". There was no adverse impact to customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.